Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power loss alarm and pump error. Customer states that they did not clear the alarm by selecting ok. Insulin pump turned off during reset procedure. Customer was unable to clear the pump errors, power loss alarm and program the pump. Customer advised to discontinue use of insulin pump and revert to back up plan. Customer's blood glucose was 7mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to verify frozen screen, pump error 24, pump error 37 and pump error 41 due to cracked and bleeding lcd glass.